Event description:
It was later reported that the controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a damaged black power cable and issues connecting to power were confirmed during analysis of the returned heartmate 3 system controller (serial number: (B)(6) ). The submitted and downloaded log files from (B)(6) were first reviewed. These log files collectively contained information spanning approximately 3 days (15aug2023 to 18aug2023 per timestamp). No abnormal power cable disconnect alarms were observed, and the pump maintained a speed above the low-speed limit without issue while the driveline was connected to the controller. The driveline was disconnected at 11:56:07 on 18aug2023, which is consistent with the controller's exchange. Upon return of the controller, it was noted that the black strain relief had pulled back and separated from the power cable connector. During functional testing, abnormal power cable disconnect alarms were activated with manipulation of the black power cable¿s position. These abnormal alarms did not affect the controller¿s ability to operate the pump. The power cables were replaced in order to fully complete functional testing. The repaired controller was then able to operate test equipment for an extended period of time without the activation of abnormal alarms. Further testing of the extracted power cables revealed that the brown (rsoc) wire within the black power cable produced indications of being electrically open. Intermittent continuity could be made for the brown wire, with manipulation of the cable¿s position. The strain relief of the black power cable was then removed. It was noted that the molding which secures the wires to the power cable connector had been damaged. This damage allowed the rsoc wire to move within the connector, which resulted in the abnormal power cable disconnect alarms. The root cause of the reported issues with connecting to power was determined to be damage to the black power cable connector. A cause for the damage could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 5 "alarms and troubleshooting¿) describes all system controller alarms and how to appropriately resolve them, including power cable disconnect. The heartmate 3 patient handbook (rev. D - section 6 "caring for the equipment¿) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presenting to clinic with low flow alarm and connect power issues on black lead. There was some visible damage on black lead, planned to exchange controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.